Event description:
During a laparoscopic cholecystectomy procedure, the device failed to fire the clips properly. The clips did not close all the way. Another device was used to complete the case. There was no pt consequence.